Manufacturer narrative:
Product analysis: analysis was unable to confirm the customer's comment that the external pulse generator (epg) battery was draining after less than 24 hours, but was able to confirm the ventricular output connector was broken. Backlight issue, caused by main connector on main printed circuit board (pcb) . Lower case was broken. Battery drawer was contaminated. Display wire was pinched, wire insulation was exposed. All found defective parts were replaced and all other identified issues were resolved. Passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) battery was draining after less than 24 hours and the ventricular output connector was broken. The epg was returned for service. No patient complications have been reported as a result of this event.